Event description:
It was reported that the patient underwent ureteral stent placement. One month after the stent was inserted, the patient experienced lower back pain. Upon follow-up at the hospital, it was found that stones had formed on two sections of the stent. The doctor removed the stent with the stones and replaced it with a new one, after which the pain subsided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.